Manufacturer narrative:
Attempts by the sales representative to obtain additional information from the physician and account were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this unknown device and right ventricular (rv) lead delivered an inappropriate shock due to noise. Additionally, the rv lead noted high amplitude measurements and high out of range pacing impedance measurements. No adverse patient effects were reported.